Event description:
Same patient as MDR ID# 2134265-2013-02720. Same patient as MDR ID# 2134265-2013-02721. (B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. (B)(6) 2010, the patient presented with complaints of chest pain, severe discomfort in the left forearm associated with palpitations, nausea and diaphoresis. Stress test was found to be abnormal and the patient was referred for cardiac catheterization. A 70% stenosed and 25 mm long de-novo long #1 target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0 mm. #1 target lesion was treated with pre-dilation and placement of a 3.0 x 16 mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. A 100% stenosed and 25 mm long de-novo long #2 target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.0 mm. A choice extra support wire was unsuccessful at crossing the right coronary artery. A dissection was noted in the proximal cap of the occlusion in the right coronary artery. A non bsc device crossed the stenosis and dissection then balloon angioplasty was performed with a 1.5 mm maverick balloon; however, "no flow" was noted in right coronary artery. Balloon angioplasty was then performed using a 2.5 x 20 mm maverick balloon followed by placement of two overlapping taxus liberte stents (2.75 x 38 mm and 3.00 x 38 mm). Following post dilation, residual stenosis was 0%. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with complaints of chest pain in the emergency room and indigestion. Electrocardiogram was performed and revealed hyperacute changes of an inferior infarct and continuous marked inferior st segment elevation. Troponin levels were noted to be elevated and the patient was diagnosed with st elevation myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography performed and revealed a 100% totally occluded in-stent restenosis was noted in the taxus liberte study stents that were placed in the right coronary artery. The in-stent restenosis was treated with manual thrombectomy and atherectomy, followed by balloon angioplasty using a 3.75 quantum balloon. Ivus was performed and revealed the study stent was not well apposed. Distal right coronary artery ulcer and mid right coronary artery irregularity was also noted. This was treated with repeat balloon angioplasty, resulting in 0% residual stenosis. The patient was also treated medically through the course of the event. The same day the event was considered resolved without residual effects.

Event description:
It was further reported in (B)(6) 2013 immediately post atherectomy, the patient developed severe bradycardia and brief asystolic cardiac arrest. Cardiopulmonary resuscitation was successfully administered along with advanced cardiac life support medications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).